Event description:
It was reported that the customer was washing his hands and the pump fell into the sink. Customer stated that the pump may not have been clipped on properly. Customer's blood glucose level was 201 mg/dl. Customer stated that the pump fell into the faucet. Pump passed the self test. Customer was advised to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.